Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported a patient name can be incorrectly associated with a stress ECG report from another patient if multiple ECG reports from a quinton stress system are being processed by the iecg system at the same time. No patient harm was reported.